Event description:
Patient reported obtaining back to back blood glucose results of 146 mg/dl and 298 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. One week later, patient indicated that he was exhibiting symptoms of hypoglycemia. Patient reportedly performed back-to-back tests, using the suspect device, with results of 241 mg/dl and 65 mg/dl. Based on the value of 65 mg/dl patient reportedly lowered his dosage of diabetic medication. No patient injury was reported and no treatment was received. A level one quality control testing was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.